Event description:
Was reported to the manufacturer that the user's programming system turned off and would not turn back on during a follow-up visit with a vns patient. Another programming system was used to complete the programming session successfully. A replacement device was sent upon user's request. It is unknown if any troubleshooting was performed to resolve the issue. Good faith attempts to obtain additional information regarding the reported event and obtain the non-working device back for analysis have been unsuccessful to date.